Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to press and that it takes more force than necessary to get the button to work. The customer confirmed that the pump turned on. The customer's blood glucose level was 135 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.